Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: literature attachment "two- year clinical outcomes of the italian diffuse/multivessel disease absorb prospective registry (it-dissapears)."

Manufacturer narrative:
B3 and d6: estimated dates. D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history could not be conducted because the part and lot number were not provided. The reported patient effects of ischemia, myocardial infarction, restenosis and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Literature attachment "two- year clinical outcomes of the italian diffuse/multivessel disease absorb prospective registry (it-dissapears).

Event description:
It was reported through a research article that absorb bioresorbable vascular scaffolds may be related to the following: myocardial infarction, ischemia, thrombosis and restenosis which may require additional medical intervention, medication and hospitalization. Specific patient information is documented as unknown. Details are listed in the article titled: "two-year clinical outcomes of the 'italian diffuse/multivessel disease absorb prospective' registry (it-disappears)."